Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the returned part was verified to be hahn tapered implant ø7.0 x 10 mm using the radiographic template. No deformation was observed on the surface of the implant. There was a cover screw present in the return packed. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: not applicable as the complaint cannot be replicated, and there were no nonconformities identified. Root cause: although the root cause for the complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
It was reported by the dentist that the implant placed at tooth location #3 failed to achieve its primary stability after placement and had to be explanted. However, no serious injury was reported to the patient and is in satisfactory status. Additionally patient is stated to have controlled diabetes which might have contributed to this event. No abnormalities were noted with the implant itself before and after the clinical procedure. Additionally, the DHR was reviewed and no discrepancies were noted in any of the processes related to the manufacturing of the implant. The actual complaint part is currently under investigation and more results will be available upon completion of the evaluation. However, failure to osseointegrate is a well known and well documented inherent risk of the implant procedure.

Event description:
The dentist reported that the implant placed in tooth location #3 failed to achieve ite primary stability. Hence, it was explanted. The patient had type iii bone with general bone loss at the implant site. No infection or granulated tissue was observed at the site and patient is stated to be doing fine with no other adverse events. Also, the patient is stated to have controlled diabetes with an ac of 6.7-6.9 and possible peak in blood sugar. No abnormalities were noted with the implant during the procedure.